Event description:
It was reported that the pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. The customer did not need to replace the cartridge and was able to resume insulin with the original cartridge after receiving tips from cts on preventing altitude alarms, which the caller understood and acknowledged. No further issues with the same pump serial number were reported within the past month.